Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources which resulted in the battery fully depleting and the pump shutting down. The customer¿s blood glucose was 140(mg/dl). Reportedly the customer had an alternate pump for insulin therapy.